Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v952171, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) implanted but it isn't working. The issue was reported as a gradual onset in nature. The patient stated that the guy came in and checked it for them and it wasn't working right. The patient noted that they were working with it and needed to go in to see their doctor to get it regulated. If not, the patient indicated that it needs to be taken out. It was also reported that the patient carried a lot of water around like before implant and that it was not good for them. They were catheterizing for a while and was better although they were just depressed about all of this. The patient stated that they could not empty their bladder and with catheters they went from 10 to more then a pint of something coming out and just doesn't know when she has to go to the bathroom. They had to force themselves to go because they drank a lot of water (3 cases a week) and some urine would drip out (leaks). It was noted that the patient had to push on their vaginal wall to push the urine out. The patient was going to check with their healthcare professional (hcp) to see if something was wrong and go from there. The indications for use for the implanted device were noted as gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. Follow up information received from the hcp indicated that the patient had not followed up with them post implant. It was unknown if the patient was getting >50% reduction in their symptoms. If additional information is received, a follow up report will be sent.